Event description:
Pt implanted in left glabella in 2000. Started on keflex the previous day. Keflex extended 12 days later due to slight swelling. Pt returned in 3/2001 with redness in lower area of implant and was again prescribed keflex. Pt seen 8 days later with no improvement, and physician switched to cipro. Two days later the whole length of implant was red and swollen and device was explanted.